Event description:
Follow-up information revealed a retrograde lead was on the patient's nerve root. As such, the patient and the physician decided to replace the lead with 2 new leads (different model). It was noted a portion of the original lead tail was cut and a portion of the lead remains implanted in the patient.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2019, wherein the lead was explanted and replaced (reason unknown).